Event description:
A report was received on (B)(6) 2010 from a baxter field service engineer (fse) regarding an event that occurred at (B)(6) on (B)(6) 2010 of a patient who experienced a weight loss with an aquarius machine. Reportedly, the device was programmed to remove an expected weight loss of 150 ml per hours during 10 hours. At the end of therapy the patient's total weight loss was 3 liters. Reportedly the additional 1.5 liters was due to an ineffective post-dilution pump. After a review of the history of the machine, it was observed that 30 balance alarms were displayed which have caused the additional 1.5 liters loss. According to the reporter, the patient was rebalanced (unknown interventions) and recovered. The machine has been sequestered at the facility.

Manufacturer narrative:
(B)(4). The device was not returned for an evaluation and an on site visit was not performed. Should additional information be received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the event history on the device determined there were 30 balance alarms which was the cause of the weight loss experienced. If the user does not address the causes of the balance alarms and overrides the alarms, excess weight loss can be experienced. The patient balance was restored. This is a known issue and is being addressed by the supplier (B)(6) through a design change project and field corrective action. Training of the facility staff has been conducted regarding this issue and notification sent to (B)(6) customers. In addition, baxter has initiated a supplier corrective action report (scar) to address the issues identified during the investigation of this report. The root cause is undetermined.